Manufacturer narrative:
Additional information was received that there will be no further course of action taken at this time.

Event description:
A report was received that the patient was experiencing jolting/surging with posture charges and stimulation in non target area. It was reported that the patient had fallen several times. After running an impedance check, high impedances were noted. X-ray was taken and confirmed no lead fracture. The patient will undergo lead replacement procedure.

Event description:
A report was received that the patient was experiencing jolting/surging with posture charges and stimulation in non target area. It was reported that the patient had fallen several times. After running an impedance check, high impedances were noted. X-ray was taken and confirmed no lead fracture. The patient will undergo lead replacement procedure.